Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 53 pulses. The data returned timeouts and indicated that a drive stall occurred. When the device was opened with the pod opener, the needle mechanism deployed. Inspection of the needle mechanism assembly found score marks on the cam finger. These marks were caused by insufficient firing force applied to the release bar by the cam finger. Due to the insufficient firing force, the slide insert stopped at the cam finger, causing the score marks, and preventing the needle mechanism from deploying. Inspection of the drive mechanism found burrs on the threads of the lead screw causing interference between the lead screw and tube nut, and contributing to the timeouts and drive stall. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy. The pod was not worn.